Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture on the leftt ventricular (lv) lead. The physician elected to explant and replaced the lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in three pieces for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.